Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. During magnetic resonance imaging (MRI) evaluation prior to revision, the balloon was found to be empty. Upon inspection, a hole near the neck of the balloon at the tubing connection, along with associated fluid loss, was identified. As a result, balloon was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404132. Serial number: n/a. Batch/lot number: 1100560918. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100763340 model/catalog description: pump. Unique identifier (UDI) # (B)(4).